Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient presented for right atrial (ra) lead replacement procedure as ra lead had dislodged. During procedure, it was also noted that right ventricular (rv) lead was on the verge of dislodgement. The ra lead was explanted and replaced with the new lead. No intervention was performed for rv lead. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6: the health effect - clinical code should have included "discomfort". H6: the medical device problem code should also have included "therapy delivered to incorrect body area".

Event description:
Patient presented in hospital experiencing discomfort due to muscle stimulation and right atrial (ra) lead dislodgement was confirmed via fluoroscopy.